Manufacturer narrative:
(B)(4). Batch #: v94h5a. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified as part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a nissen fundoplication the plastic pad fell off the instruments active tip, retrieved with no consequences for the patient. Brief 5 minute delay to be provided with a new instrument. The procedure was completed successfully.